Event description:
During use of the device for a non-clinical activity, the field service representative reported that there was an open ground wire exposed on the power cord. Since the event occurred during preventative maintenance, there was no patient involvement during this event.